Event description:
It was reported that communication was lost with the device during an unrelated procedure. The programmer was rebooted and a sterile wand was used to establish communication. It was noted that the device behaved erratically and the interrogation would stop and start but never complete. The programmer was rebooted several times and two programmers were use. The device was then changed out. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Mandatory medwatch form 1000870000-2017-8014 received.

Manufacturer narrative:
No conclusion code available. Final analysis found the field event of rf telemetry anomaly was confirmed in the laboratory. Upon receipt, communication could not be established with the merlin programmer. The rf telemetry was lost after performing dlts, and the device was found to have normal rf telemetry capabilities. The cause for the initial communication anomaly could not be determined.